Event description:
The patient experienced lack of therapeutic drug effect. The hcp reported a pump stall with return of the device of the MFR. The hcp preformed an x-ray rotor study and a catheter contrast study. The catehter was patent and the x-ray rotor study showed the rotor had stopped. The pt underwent explantation of the device followed by implantation of another synchromed pump and catheter. The pt resumed intrathecal medication.